Manufacturer narrative:
Received 1 portion of a catheter with drain bag. The sample was evaluated and no pinch or blockage observed. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Pk6194321 4/03 rev. 0 sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that the foley balloon did not inflate accurately, and instead, bubbled up along the side of the catheter. The complainant reported that the catheter would not deflate following this event and no water could be returned to the syringe. The foley catheter was reportedly cut in order to deflate and remove the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon did not inflate accurately, and instead, bubbled up along the side of the catheter. The complainant reported that the catheter would not deflate following this event and no water could be returned to the syringe. The foley catheter was reportedly cut in order to deflate and remove the catheter.